Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; helix distorted/bent. Blood in/on helix mechanism and helix sleeve head.

Event description:
It was reported that there were positioning difficulties at implant. When the lead was retracted, the helix was extended. The helix was not extended at the beginning while it was not extended with the rotation tool. A new defib lead was implanted. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.